Event description:
An operating room nurse reported that the infusion line did not lock into the trocar. It is unclear if the event occurred before or during a procedure; therefore patient involvement is also unclear. Additional information has been requested. This is the second of two reports for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of two complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown; the customer complaint could not be verified as a sample was not received. However, the customer event is believed to be related to design specification. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).